Event description:
It was reported following an MRI the patients ipg would no longer accept a charge. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation was confirmed. No charging was observed. The spacing was reduced in .25-inch segments down to .25 inch and no charging was observed. An x-ray of the device revealed the charging feed thru wires did not appear to be fully seated at the coil wire connection turrets within the header assembly. R&d engineering performed an additional investigation and confirmed the cause of the reported observation was due to the seating of the charge coil assembly within the ipg header during the manufacturing process. CAPA: 135908 has been opened to address this issue.